Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause is user error due to disconnecting/reconnecting tubing which may result in pump pressure errors.

Event description:
On 11/11/2025, it was reported by an arthrex subsidiary employee via (B)(4) that an ar-6410 main pump tubing had abnormal pressure and the product continued to spin. The tubing was swapped and the case was completed successfully. This occurred during use in a case with no patient effect.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.